Manufacturer narrative:
No product was returned for investigation. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hypotension and atrial fibrillation requiring cardioversion and medication. The patient expired.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.